Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 07jan2020, a patient (pt) in (B)(6) reported a diagnosis of corneal abrasion while wearing 1-day acuvue® trueye® (nara a) brand contact lenses (cl). Upon insertion of the cl on (B)(6) 2020, the pt experienced ¿severe pain and could not open the eye.¿ the pt was still not able to open the eye as of 6pm on 06jan2020. The pt visited an eye care provider (ecp) and was diagnosed with a ¿corneal abrasion: it was in the condition almost fully peeled off.¿ no further information was provided. On 07jan2020, additional information was received from the pt: the pt reported currently being unable to open the eye and experiencing persistent severe pain. The pt confirmed that the left eye (os) was affected. The pt visited an ecp at two different eye clinics on (B)(6) 2020. (B)(6) 2020, initial ecp visit (1st eye clinic): pt was diagnosed with ¿scratch in the eye.¿ the pt was not given any instruction to discontinue cl wear or return to the clinic. The pt was prescribed sodium hyaluronate eye drops 0.3% 5 ml, levofloxacin eye drops 1.5% toa, and ofloxicin (ofloxacin) eye ointment 0.3%. (B)(6) 2020, second ecp visit (2nd eye clinic): pt was diagnosed with ¿corneal abrasion; it¿s almost peeled off all over.¿ the pt was instructed to discontinue cl wear (no specific time period noted) and return to the clinic in 2-3 days. The pt was prescribed mucosta eye drops ¿beauty (ud)¿ 2% (rebamipide). No other medication was prescribed. The pt is currently not wearing cls. The pt plans to return to the clinic on (B)(6) 2020. On 16jan2020, additional information was received from the pt: the pt reported currently having ¿almost no pain.¿ the pt returned to the 2nd eye clinic on 08jan2020. The pt was advised that if the eye was fine at the next visit, the pt can resume cl wear. The pt was instructed to return to the clinic when the prescribed medication was completed. No additional medication was prescribed. On 24jan2020, medical expense receipts were received from the pt with additional medical information: 1st eye clinic consultation (B)(6) 2020; treatment prescribed: hyalonsan eye drops 0.3% 5 ml, 1 bottle, levofloxacin eye drops 1.5% 5 ml, ofloxin ophthalmic ointment (ofloxacin) 0.3% 3.5g. 2nd eye clinic consultation (B)(6) 2020; no medication names were noted. Pharmacy receipt dated (B)(6) 2020; no medication names were noted. Multiple attempts have been made to contact the 2nd treating eye clinic for additional information. No further information has been received. No additional information has been received. The suspect os contact lens was requested but not returned for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5258380107 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 19mar2020 the patient (pt) sent additional information. -receipts, date issued 21feb2020, from the pts treating eye care provider (ecp) for consultation, corrected va, slit lamp exam, medications and prescription fee. On 26mar2020 a call was placed to the pts treating ecp¿s office and a representative advised the pt has not returned to the office after 21feb2020. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2020 the patient¿s (pt¿s) treating eye care provider (ecp) office was contacted and a representative reported the pt returned to the clinic on (B)(6) 2020 and was instructed to return in 1 week. No additional medical information was provided. On 05mar2020 a return call was placed to the pt¿s treating ecp office. A representative advised the pt has not yet returned to the clinic. On 11mar2020 an additional call was placed to the pt¿s treating ecp office. A representative reported the pt hasn¿t returned to the clinic, but the os is currently fine. No additional medical information has been received. The suspect product has not been returned for evaluation. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 04feb2020 additional medical information was provided in a medical interview: diagnosis: corneal abrasion os; va not affected; patient (pt) developed a severe pain when the contact lens was worn; event is resolving, per date of on 31jan2020. On (B)(6) 2020, pt presented to the eye clinic with a chief complaint of eye pain os; diagnosis: corneal abrasion os; not infectious; no culture obtained; va not measured due to os eye pain. Pt was prescribed 1.5 levofloxacin qid; 0.3 hyalonsan six times (purified sodium hyaluronate); mucosta qid (rebamipide). Pt was advised to discontinue contact lens wear until confirmation of recovery. Pt was advised to return to the eye clinic in 3-4 days. On (B)(6) 2020 follow-up visit: event is resolving; va os: not measured; treatment: continue the use of previously prescribed eye drops: no contact lens wear; pt to return in 1 week. On (B)(6) 2020 follow-up visit: event is resolving; staining remains; treatment: 1.5 levofloxacin qid; 0.3 hyalonsan qid; mucosta qid; no contact lens wear; pt was instructed to return to clinic when the prescribed eye drops was completed or if pt experiences a change in symptoms. No additional medical information was provided. On (B)(6) 2020, the pt called and has not returned to the eye clinic after on (B)(6) 2020 visit. The pt feels fine using the prescribed eye drops. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed.